Manufacturer narrative:
Investigation: bd was not provided with photos or samples to investigate for this record. Unfortunately, as a result, bd was unable to verify the reported issue or determine a definitive root cause. Since bd was unable to duplicate or reproduce the indicated failure mode because the product in which the issue occurred is not specified; neither the lot, nor the product number, and samples or pics were not received neither, a definitive root cause related needle manufacturing process is not possible to determine.

Event description:
It was reported that the needle was not connected to the unspecified bd¿ syringe before use when attempting to draw up medication. The following information was provided by the initial reporter, translated from chinese to english: "when the nurse inhaled the medicine, she found that the syringe was not connected to the needle and could not be used".

Manufacturer narrative:
Unknown manufacturer: there are multiple bd locations where this unspecified bd device may have been manufactured. A catalog and lot number could not be confirmed for this incident and without this information we are unable to determine where the device was manufactured. Therefore, bd corporate headquarters in (B)(4) has been listed and the (B)(4) FDA registration number has been used for the manufacture report number. Medical device expiration date: unknown. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. Device manufacture date: unknown.

Event description:
It was reported that the needle was not connected to the unspecified bd¿ syringe before use when attempting to draw up medication. The following information was provided by the initial reporter, translated from chinese to english: "when the nurse inhaled the medicine, she found that the syringe was not connected to the needle and could not be used."